Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer reported the following two issues: (1) "during blood collection, the tube was separated from the holder. (2) the strength of the tube to draw blood was weak."

Manufacturer narrative:
H6: investigation summary: bd japan received 5 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for underfill or tube push off with the incident lot was not observed. Bdj received 5 unused samples and nipro wing set. Using the 5 blood collection tubes returned and the nipro winged needles provided, drawing of colored water in a cup showed the specified amount for all 5 tubes. The phenomenon that the blood collection tube came off from the holder by drawing the colored water did not occur. No customer samples were received at the manufacturing site additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and tube push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer reported the following two issues: (1) "during blood collection, the tube was separated from the holder. (2) the strength of the tube to draw blood was weak."